Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultra meter is giving a calcode issue. On (B)(6) 2009, this medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose three times per day and controls her diabetes with metformin. The calcode issue began on (B)(6) 2009. After the code issue began, the patient could test on the subject meter or any other meter. The patient stated that since she did not know what her blood glucose was, she stopped taking her diabetes medication and ate less than usual. On the night of (B)(6) 2009, the patient allegedly developed symptoms described as "numbness in lips, and sweating." The patient indicated that she participated in an exercise regimen that was mild to relatively rigorous prior to the aforementioned symptoms. Reportedly, the patient did not treat her symptoms that night because the patient thought her symptoms was low but did not know for not sure. On (B)(6) 2009, the patient decided to increase her food intake and reportedly felt better eventually. Her diabetes medication has not been changed immediately prior to or after the aforementioned symptoms began. The patient felt that had she been able to test her blood glucose on the day of concern, she could have prevented the aforementioned symptoms and the possible delay in treatment. During troubleshooting, the reported issue was resolved with training. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after the patient was unable to test her blood glucose due to the reported issue (calcode). Replacement products were sent to the patient.